Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 05/04/2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: the pump's black box and alarm history showed multiple consecutive call service 054/052/012 alarms on (B)(6) 2016 and no pump reboot events. The pump powered up with auditory and vibration alert to a blank screen. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. A technical analysis revealed that there was a slave processor u17 failure.